Event description:
It was reported that the insertable cardiac monitor identified atrial fibrillation (af) episodes. The physician confirmed it was false af episodes; the sinus rhythm was actually frequent premature atrial contractions (pacs). No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the insertable cardiac monitor identified false atrial fibrillation (af) episodes but instead it is a sinus rhythm with frequent premature atrial contractions (pacs). No intervention or procedure was reported. The patient had no consequences.